Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection between the transmitter and smart device/receiver. No additional patient or event information is available. No product or data was provided for evaluation. The complaint confirmation of a loss of connection could not be determined. A probable cause could not be determined.

Manufacturer narrative:
Com(B)(4).

Event description:
Dexcom was made aware on (B)(4)2018 that on (B)(6)2018, a loss of connection between the transmitter and smart device/receiver. No additional patient or event information is available. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed. A review of the downloaded data log did not confirm the reported event of loss of connection. A root cause could not be determined.